Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that the numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that the up, down, left and right buttons of insulin pump were unresponsive. Customer stated that using the up arrow and down arrow did not allow them to navigate screens all the times. Customer stated that the insulin pump was dropped or exposed to moisture in pool but the button issue was already there. Customer stated that the alarm was not in progress at the time the button was unresponsive. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.